Event description:
On (B)(6) 2014, the patient underwent endovascular repair of a descending thoracis aortic aneurysm using a comformable gore tag thoracic endoprosthesis. A gore dryseal sheath (dsl2228j) was used to implant the device. The physician reportedly stated that there was a strong resistance when the dsl2228j was inserted from the left femoral artery. Pta ballooning was performed on the access vessel and the 22 fr sheath was successfully inserted this time with slight resistance. After the implantation of the conformable gore tag thoracic endoprosthesis, the sheath was withdrawn. The angiogram revealed a rupture of the left external iliac artery. Two gore excluder aaa endoprosthesis components (pxc121000j and pxl 161007j) were implanted to repair the rupture. The final angiogram showed no leak and the procedure concluded.

Manufacturer narrative:
Results pending completion of evaluation.